Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11d. Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack at back of pump). Pump¿s history and trace files downloaded successfully using thus software. Unit p-cap / reservoir locked properly in place. Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side. In summary, customer allegation for cosmetic damage(crack at back of pump) was confirmed during visual inspection where cracked case near the corner of belt clip rails and cracked case on the battery tube side was noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.